Event description:
Reporter indicated a vns therapy programing handled "is not working." No further details were provided and good faith attempts to obtain additional information have been unsuccessful to date.